Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, d9, e3. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during a routine check before use, the cardiosave intra-aortic balloon pump (iabp) was failing and bringing up different error codes. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was failing and bringing up different error codes. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. No information provided.